Manufacturer narrative:
Follow-up # 1 date of submission 7/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/07/2016 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence. The pump was returned with the insulin on board (iob) enabled and duration 4 hours. A 10u audio bolus and a 10u normal bolus were manually performed and accurately recorded in the bolus history. The iob status screen correctly showed 20u. An ezcarb bolus was programmed with blood glucose corrections and the pump was found to be accurately calculating bolus totals. The investigation was unable to duplicate the initial complaint about an ¿insulin on board calculation¿ issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the insulin on board feature did not calculate properly into the bolus total. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.